Event description:
It was reported that last year from the day of this report patient¿s wires came loose and popped out of patient¿s head. It was added that patient was still having concerns with the device or therapy but had not soughed further help. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 3708160, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4) product type programmer, patient. (B)(4).